Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device failed to power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb and observed a 9 ohm short from the 12 volt input line of integrated circuit, designator, u3 (pin 1) to the 5 volt output line of u3 (pin 1). After removal of u3, the short was still present. After further evaluation of the pcb assembly, further component cause could not be determined.